Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that avea ventilator screen won't turn on. There is no patient involvement associated with this reported event.

Manufacturer narrative:
H11: correction. D4: corrected model#, catalog # and unique identifier(UDI) d4. UDI# - the device has a date of manufacture of (22-mar-03) and was not subject to UDI requirements